Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 409 mg/dl. The customer did not exhibit any symptoms of high blood glucose and advised that she did not feel there was any issue with the insulin pump. He stated that he thought the issue may have been an issue with the insulin. He treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.